Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that this complaint is a duplicate of MDR report number 2134265-2020-16791.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.